Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Buried bumper syndrome and gastro intestinal ulcer are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient experienced a suspected buried bumper. During an examination, it was seen that part of the stomach wall was growing over the bumper, and a small ulcer had developed. It was reported that the physician pushed the probe in firmly, and the bumper came off the stomach wall. It was reported that new pegj placement was not required.